Event description:
It was reported that the channel groove did not function after the device was implanted. The channels were not responding. The device remained implanted. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4)